Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the customer's device would turn on and off intermittently. The device was decommissioned. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device would turn on and off intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to that their device would turn on and off intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section b5 executive summary of initial MDR indicates: the customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device would turn on and off intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to that their device would turn on and off intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event. Section h11 additional mfg narrative of initial MDR indicates :a stryker service representative performed an initial evaluation of the customer¿s device and observed that the customer's device would turn on and off intermittently. The device was decommissioned. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11 additional mfg narrative of initial MDR should indicate: the customer's device was decommissioned. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section d9 returned to manufacturer on of initial MDR indicates: 07/31/2024 section d9 returned to manufacturer on of initial MDR should indicate: blank section d9 product available to stryker of initial MDR indicates: outside united states service facility section d9 product available to stryker of initial MDR should indicate: no section h3 device evaluated by mfg of initial MDR indicates: yes section h3 device evaluated by mfg of initial MDR should indicate: no section h6 method code grid of initial MDR indicates: testing of actual, suspected device section h6 method code grid of initial MDR should indicate: type of investigation not yet determined additional manufacturer narrative: the customer's device was not returned to stryker for investigation. A cause of the reported issue could not be determined.